Event description:
It was reported that a pen ndl 31ga 8mm 100 bx 1200 USA would not detach after use. The following was reported by the initial reporter: "it was reported that the pen needle was difficult to remove from the insulin pen after the injection. Verbatim: consumer reported that the pen needle is difficult to remove from the insulin pen after injection."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-09. H6: investigation summary. Customer returned (1) open 8mm, 31g pen needle without the tear drop label or inner shield. Customer states that the pen needle was difficult to remove from the insulin pen after the injection. The returned pen needle was tested and was able to securely attach and easily detach from a pen. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 31ga 8mm 100 bx 1200 USA would not detach after use. The following was reported by the initial reporter: "it was reported that the pen needle was difficult to remove from the insulin pen after the injection. Verbatim: consumer reported that the pen needle is difficult to remove from the insulin pen after injection."